Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2006417. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. Through examination of the retained samples, no defects were observed. If the affected sample becomes available for this or future incidents, a more thorough investigation could be completed. During the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes and a penetrability test is performed for each lot released. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The cannula is the most critical and fragile point of the needle and can become damaged very easily. The needle should be inserted into the vial at a ninety-degree angle, the needle should not be manipulated within the vial, and the user should avoid recapping the syringe after drawing. These practices will help to prevent the risk of damage to the cannula point or needle bending. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked on 3 occasions and the plunger was difficult to move. The following information was provided by the initial reporter: had a report from 1 drawer upper that there is leakage from the plunger into the back of the syringe, experienced in 3 needles from 1 box she has been using. Other nurses report that they have had syringes with wonky plungers too that they have needed to throw away. Many reports of needles being blunt and bendy, not just this batch or today. Nurses are always asking for the orange 25g needles, but we have very few left.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked on 3 occasions and the plunger was difficult to move. The following information was provided by the initial reporter: had a report from 1 drawer upper that there is leakage from the plunger into the back of the syringe, experienced in 3 needles from 1 box she has been using. Other nurses report that they have had syringes with wonky plungers too that they have needed to throw away. Many reports of needles being blunt and bendy, not just this batch or today. Nurses are always asking for the orange 25g needles, but we have very few left.